Event description:
The customer reported that a piece broke from the inner cannula of the patient's tracheostomy tube. The customer reported there was no harm to the patient. A non-routine replacement for the tube was required.

Manufacturer narrative:
Return of tracheostomy tube for failure investigation was requested.